Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular rate and presented in the hospital. The rhythm was initially detected as supraventricular tachycardia, but later accelerated to the ventricular fibrillation zone. Programming changes were made and the patient would continue to be monitored.